Event description:
Home pt reported pinhole leak in pt line of homechoice set tubing. Home pt noted when fluid was seen on floor during prime. Home pt discarded set. Per home pt, no pt injury or medical intervention.